Event description:
A system error (se) 2240 (air in line) alarm was identified in the patient alarm log of a returned homechoice device. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The root cause was undetermined. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.